Manufacturer narrative:
The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The IFU for the products states: ¿do not crush the contests of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/07/2016. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: was the dermabond broken according to instructions for use (IFU)? [[Customer quality operation group]]no information. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? [[Customer quality operation group]]no information. Was the ampoule crushed repeatedly? [[Customer quality operation group]]no information. What is the surgeons experience using dermabond? [[Customer quality operation group]] he is used to use dermabond. Did the glass penetrate the users skin? [[Customer quality operation group]]no information. What was done to treat the shard penetration? [[Customer quality operation group]]no information. Was medical or surgical intervention required? [[Customer quality operation group]]no. What is the status of the surgeon injury today? [[Customer quality operation group]]good. What was used to complete the procedure? [[Customer quality operation group]]no information. Was the porous tip purple prior to use? [[Customer quality operation group]]no information. Time that passed after the ampoule was broken and unit used? [[Customer quality operation group]]no information. Was the packaging blister damaged or was the seal broken? [[Customer quality operation group]]no information. Where was the product kept? [[Customer quality operation group]]no information. Was the product exposed to light? [[Customer quality operation group]]no information. What temperature was the product stored at? [[Customer quality operation group]] room air temperature. Was the product sterilized or subjected to any other processes before application? ¿no information. What direction was the applicator tip pointed? [[Customer quality operation group]]¿no information. Where on the bulb did the doctor squeeze? [[Customer quality operation group]]no information. How much pressure was applied to the bulb? [[Customer quality operation group]]no information. How was the device handled when crushing the ampoule? [[Customer quality operation group]]no information. What method was used to activate the device? [[Customer quality operation group]]no information. What is the name and date of the surgical procedure? [[Customer quality operation group]] open lower gi surgery.

Event description:
It was reported that a surgeon performed an open lower gi surgery on (B)(6) 2016 and topical skin adhesive was used on the patient. During the surgery, a broken glass of the ampule came out and it hurt the finger of the surgeon. Additional information was requested.